Manufacturer narrative:
UDI# : (B)(4). A review of the DHR has been completed and did not identify any contributory factors to the event. A preventive maintenance was performed and passed on (B)(6) 2020. A detailed analysis of the data logs has been performed and some tests were conducted at the manufacturing site and at the hospital. They confirmed that the reported drift occurred, however the issue could not be reproduced. The device contribution to the drift issue cannot be established. Reportedly, it was suspected that the arm drape was too tight during the second trajectory configuration; therefore the draping was loosened to solve this issue. Although the draping might have contributed to the drift issue (too tight drapes could disturb the force sensor signal), this hypothesis could not be confirmed.

Event description:
At trajectory 2 robot arm started drifting axially away from the head : restarted and recalibrated, arm continued to drift axially in guidance mode only when rederiving to the same trajectory. Registration was 0.37mm and verification looked good on all 5 fiducials. An o-arm spin was taken and both electrodes that were placed were accurate. It was difficult to get the merge to automatically merge. The surgeon ended up manually merging. Drove to the 3rd trajectory and the arm did not drift. The draping was adjusted and surgeon thinks that contributed to the issue : it was a bit constricting.